Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the surgeon was using the pmw35 and found the stapler clinging to the formed staple after firing. Another pmw35 device was used to complete the case. There was no consequence to the pt.